Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer¿s blood glucose level was 195-196 mg/dl. A new cartridge was loaded in an attempt to resolve the issue; however, a cartridge alarm 6 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, the customer reverted to manual injections for insulin therapy.